Manufacturer narrative:
Product analysis: improper interaction between stylus and display was confirmed, and was attributed to the stylus not sitting properly in the connector. The connector was re-seated and the stylus calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display and stylus were not interacting properly. The programmer was returned for service. No patient complications have been reported as a result of this event.